Manufacturer narrative:
The tech checked the brake linkage and adjusted the pads on both head end casters to repair the stretcher.

Event description:
Info received indicates the casters are not holding tightly when in brake.